Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as fold flaw opening. Additional observations: observed wear abrasion on the device. Observed creases on the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, g.2, h.3, h.6.

Event description:
Patient reported left side "deflation". Device has been explanted and replaced.

Event description:
The device has been explanted and replaced.